Manufacturer narrative:
(B)(4). Method: the complaint device was returned and visually inspected. Results: the visual inspection revealed a hole on the circuit. The hole is approximately 3mm x 3mm located approximately 105mm from the t-piece end. A lot check revealed one other similar complaint for this lot number. Conclusion: the observed hole is a moulding defect that is likely to have been caused by a cleaning aid that is used in the extrusion process during production. The 900rd010 circuit is used with fisher & paykel healthcare's rd900 neopuff infant resuscitator. The neopuff user instructions state that "the neopuff infant resuscitator must only be used after checking that correct pressures will be delivered to the baby". In addition the 900rd010 user instructions state the following: - "ensure pressures are monitored throughout resuscitation" testing of 900rd010 circuits on the production line started on the 17 october 2011. The complaint 900rd010 circuit was manufactured before this testing was introduced.

Event description:
A hospital in (B)(6) reported that there was a hole in the tubing of an 900rd010 resuscitation circuit. This was found prior to patient use.